Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the patient experienced presyncope. It was also noted the rv lead also had the following issues; rv noise with inhibited pacing, increased lead impedance, increased capture threshold and polarity switch occurred. It was further noted rv lead was reprogrammed before it was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the patient experienced syncope/ seizures as a result of the rv lead failure. It was further noted that during the explant procedure the lead popped loose from the right ventricle without being unscrewed

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that noise was noted on the right ventricular (rv) lead. Loss of capture and a possible fracture was further noted on the rv lead. The lead eventually failed before the explant procedure and was replaced. No patient complications have been reported as a result of this event.